Manufacturer narrative:
This report is submitted on january 17, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.